Manufacturer narrative:
Pump received with no button response due to unlocked j2 keypad connector on lcd board. Unable to verify for auto off (auto off) alarm or sensor anomaly due to there being no button response. No shut off screen or display anomaly noted during testing noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was difficult to press. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.